Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having difficulty charging the pump with the usb cable. It was confirmed that the pump was able to be charged with another usb cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.